Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for multiple assays on the cobas 8000 e 602 module (e602). A sample with poor quality left a clot/contamination on the sample probe after the tip was discarded from the probe. This caused issues with subsequent samples that were tested. The customer provided examples of six patient samples that had erroneous initial results reported outside of the laboratory for the elecsys hcg + beta test system (hcgb), the elecsys vitamin b12 immunoassay (b12), the elecsys folate iii assay (fol), and elecsys ferritin (ferr). The samples were repeated and the results were corrected. The first sample initially resulted with a hcgb value of < 2 iu/l and repeated as 3933 iu/l. The second sample initially resulted with a b12 value of < 100 pg/ml and repeated as 320 pg/ml. The third sample initially resulted with a hcgb value of < 2 iu/l and repeated as 4437 iu/l. The fourth sample initially resulted with a b12 value of < 100 pg/ml and repeated as 275 pg/ml. The fifth sample initially resulted with a fol value of < 2 ng/ml and repeated as > 20 ng/ml. The sixth sample initially resulted with a ferr value of < 5 ng/ml and repeated as 70 ng/ml. No adverse events were alleged. The hcgb, b12, fol, and ferr reagent lot numbers and expiration dates were asked for, but not provided. The field service engineer found the liquid level detection signal wire of the sample probe was broken. He replaced the probe and ran performance testing. Performance testing showed the system was working within specifications.